Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogen city per iso10993 and sterility per iso11135 prior to release. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 18.3 smartphone hardware: iphone17.3 cgm sensor type: g6.

Event description:
A patient reports while wearing a pod between 4 and 24 hours the pods adhesive had failed to adhere and the cannula had become dislodged from the pod infusion site. The patient reports experiencing irritation at the pod infusion site (arm) from the pods adhesive. The patient reports being prescribed an ointment for the irritation at the pod infusion site. The patient reports the ointment prescribed to them had not helped the irritation.